Event description:
In a medwatch received from global pharmacovigilance on (B)(6) 2011, a customer reported that protonix drip and IV antibiotics were hung at approximately 13:30 using a flo-gard 6201 infusion pump. The pump was programmed for protonix at 10cc and for azithromycin at 255cc. No infusion time was given by the customer. The caregiver returned within an hour and found both IV bags dry (addressed in cmplnt-(B)(4)) and pump beeping for air in line. This report is being sent for this air in line alarm, because it could have been a false alarm. Customer states that the rates were re-checked and were at 10cc and 255cc, respectively. The customer stated that it was not known if the bags were hung properly. The customer stated that there was no patient injury or medical intervention necessary in regards to the reported event. There is no additional information available.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump beeping air-in-line was not confirmed or duplicated by baxter service personnel. This device is no longer receiving product support in the united states and the customer did not return the device for evaluation. No cause can be determined and no repairs were made to this device. A device history review revealed no abnormalities were found during manufacturing. A service history review revealed that this device has never been sent in for service to baxter. Should additional information be received, a follow-up medwatch will be submitted.